Event description:
It was reported the sensitivity is too high. It was also reported the device was defective. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Lower case is broken. One side bail cover is broken. One side bail cover and one side bail are missing. Ring cover is contaminated. Keyboard is scratched. It is noted the liquid crystal display was damaged during repair.